Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon review of the event history log, no evidence of the reported complaint was found. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent three separate delivery accuracy tests. Test results include: +3.04 percent, +0.28 percent and +3.25percent-all withing published customer spec of +/- 6.0 percent, but outside of internal spec. The expulsor was trimmed back into calibration as a result, and the problem source has been determined to be unknown.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy -6.75%. Event occurred during testing and no patient involvement.